Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to manufacture acceptance criteria. Because a sample was not returned and no evidence of nonconformity could be found in the lot record review, the root cause for the dull knife experienced by the customer cannot be determined. (B)(4).

Event description:
A customer reported that the surgeon experienced poor cutting performance during a procedure. The knife was exchanged to complete the surgery. There was no harm or injury to the pt. Additional information has been requested.